Event description:
It was reported that during an unspecified procedure, balloon removal difficulties were encountered. The lesion being treated was located in the distal right coronary artery (rca). The lesion was pre dilated with a 2.5 maverick balloon catheter, however, the balloon did not fully expand the lesion. The number of inflations and to what atms is unknown. The physician then advanced the 3.25x9 nc monorail balloon catheter and inflated the balloon to 18 atms. The balloon seemed to deflate, however, the catheter became hung up in the lesion. While attempting to remove the catheter, the patient was experiencing chest pain and a drop in blood pressure. The patient was sent to or. While attempting to remove the catheter in the or, the shaft of the catheter broke. The artery was cut open and the catheter was removed. Patient ended up having bypass surgery. Procedure notes were requested, however, the facility was reluctant to provide them to us. Additional information has been requested.

Manufacturer narrative:
The device has not been returned for analysis as of this date.